Manufacturer narrative:
All available information was investigated and the reported inability to open clip was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the inability to open the clip appears to be related to the observed slack in the lock line. However, a cause for how the slack became present could not be definitively determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a flail. During the preparation, one of the grippers for an ntw clip (40207a1013) did not lower. Therefore, the clip was not used and was replaced. One clip was then implanted. To further reduce mr, an additional ntw clip (40229a1016) was prepared per the instructions for use (IFU) and had no issues during prep. However, when the clip was inserted into the left atrium (la), it was unable to open. Troubleshooting was performed, but the clip was still unable to open. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.